Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient reported the interstim ins and lead wire were both removed 2years ago because it wasn't helping and she didn't want three sets of device in her body. There were no further complications reported.